Event description:
Customer reportedly received results of 220 mg/dl and 117 mg/dl within 10 minutes on the advantage voicemate vsr system (meter, vsr, comfort curve strip lot number and expiration date unk). The customer did not provide the location where the discrepant results were obtained. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.